Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.168.011, lot: f-23376, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: september 18, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the evaluation has shown that the drill bit is broken off as complained. The drill bit broke at the transition (between the scale number from 110 to 115 on the scale. The partly broken fragment was not returned for investigation. In general, the device presents normal signs of use. Otherwise, the drill bit is in good condition, just slight wear marks are visible. Dimensional inspection: checked dimensions with caliper per drawing. Outer diameter measured: pass cut-in measured: pass cut-in diameter measured: pass drawing/specification review: drawing was reviewed during the evaluation to verify the measurements, the material, and the hardness. The review of the manufacturing documents has shown that with 440a stainless steel the correct material was used and that the hardness was within the specification from drawing. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information, we are not able to determine the exact cause of this complaint. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: device report from japan reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent an open reduction internal fixation (orif) surgery for femoral medial neck fractures by using the femoral neck system (fns) implants. While drilling an anti-rotation screw with the drill bit after setting the stopper at 75 mm, the drilling went deeper than expected. It was confirmed that the stopper was set at 75 mm and it would not lock, the drill bit went back and forth between 75 mm and 80 mm. It was found that the screwdriver is broken. The procedure was completed successfully. Patient outcome is reported as stable. Concomitant devices: unknown anti-rotation screw (part# unknown, lot# unknown, quantity# 1), unknown drill (part# unknown, lot# unknown, quantity# 1). This report is for one (1) 4.3mm drill bit length 413mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent an open reduction internal fixation (orif) surgery for femoral medial neck fractures by using the femoral neck system (fns) implants. While drilling an anti-rotation screw with the drill bit after setting the stopper at 75 mm, the drilling went deeper than expected. It was confirmed that the stopper was set at 75 mm and it would not lock, the drill bit went back and forth between 75 mm and 80 mm. After the surgery, it was found that the drill bit had been broken between 75 mm and 80 mm. Concomitant devices: unknown anti-rotation screw (part# unknown, lot# unknown, quantity# 1). Unknown drill (part# unknown, lot# unknown, quantity# 1). This report is for one (1) scrwdrvr f/4.5mm ti multiloc screws/slf-retain/330mm. This is report 1 of 1 for (B)(4).